Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A sales representative reported that her demo device would not power on. There was no patient involvement in the reported event.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing power module, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Replaced part was further evaluated at the product assessment center (pac) and the cause of the reported issue was determined to be due to inoperative eos module.

Event description:
A sales representative reported that her demo device would not power on. There was no patient involvement in the reported event.